Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 48mmol/l. It was stated that the doctor recommended changing the basals. The customer called and requested assistance with changing settings. It was stated that the basal rates were deleted in the morning. Then, the basals were reprogrammed, but later, the basals were deleted again. The bolus history did not revealed any alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.